Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was shutting down 5-6 times per minute. The patient reported the issue had been present since implant. The sjm representative met with the patient for reprogramming, and turned the magnet mode off. It was reported an attempt to provide a cycling program was unsuccessful to stop the issue. Follow up identified the physician replaced the ipg.